Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product during the fill stage, where the home patient took out the cassette and put it back in and reprimed the lines. This complaint is confirmed because reuse of supplies is a use error that can cause contamination. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
Product surveillance contacted the customer on (B)(6) 2012 regarding assistance with an alarm. However, during follow up, the home patient (hp) mentioned the reuse of supplies. Per the home patient (hp), they did not start over with new supplies as the technical service representative (tsr) had advised her to do. Instead, the hp took out the cassette and put it back in and reprimed the lines. After doing so, the lines primed okay and she continued therapy without any issues. The hp discarded the supplies and did not have any lot number or companion sample. The patient was not connected when she re-primed the line. Therapy has been going well since the incident. There was patient involvement but no patient injury or medical intervention was reported.